Event description:
It was reported that the mechanical lithotriptor v exhibited the plastic head at the distal end, and it detached from the basket. The issue occurred during an unspecified therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The tip of the guide wire was torn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the tip of the guidewire was torn. However, the specific cause of the torn guidewire tip could not be determined. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section(s) below: "when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip." Olympus will continue to monitor field performance for this device.